Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow up report will be submitted when the evaluation is completed.

Event description:
It was reported onyx (liquid embolic agent) could not be visualized during procedure. No pt injury reported.